Event description:
A report was received that the patient's remote control was receiving a telemetry error message. It was noted that the ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1200 (sn:(B)(4)) device evaluation indicated that the source of the complaint was due to damaged u2-asic. The device would not be linked even after three charging attempts. The device was cut open and measured battery voltage (1.12v), sleep current leakage (46.3 ma), and impedance between vh node to ground (35 ohms). Also observed hot spot on u2-asic (58.1°c). The cause of the device damage is unknown.

Event description:
A report was received that the patient's remote control was receiving a telemetry error message. It was noted that the ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to suspected malfunction. The explanted ipg will be returned. Patient was doing well postoperatively.

Event description:
A report was received that the patient's remote control was receiving a telemetry error message. It was noted that the ipg was no longer working. The patient will undergo an ipg replacement procedure.